Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified concentration of lipids, with a 1ml/hr rate, 15ml vtbi (volume to be infused), a 40ml container size and the deliver was started. No further programming parameters were provided. On (B)(6) 2010 at 1650, the customer contact reported the patient's mother programmed the device for a new container. At the time, the tubing set was primed with 2.2ml and the delivery was started. At 1955, the mother reported that the device alarmed for "check cassette." The customer contact reported the mother reinserted the tubing set into the device. At that time, it was reported that the mother thought the bag looked empty; however, the mother restarted the delivery. At 2007, the mother noted the bag was empty. At this time it was reported that the pump display indicated 34.7ml was delivered and the device powered off. The customer contact reported that between 2007 and 2046, the mother "tried to program a new container. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. The customer contact stated there was no change in the patient status. No medical interventions required. There was no reported delay in therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.35ml from an expected 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/- 5%). The pump history was downloaded at the manufacturer facility. A review of the history indicates that on (B)(4) 2010 at 1313, the device was initially programmed to deliver in the continuous in ml mode, a 15ml/hr rate, a 15ml vtbi, a 0.5ml/hr kvorate and a 40ml container. At 1316, a 1ml/hr rate was programmed. On (B)(4) 2010 at 1650, the device was powered on. At 1651 a new container is indicated, there is a priming volume of 1.5ml and 0.9ml. At 1646, a start alarm is indicated. Between 1658 and 1705 silence key pressed 4 times. At 1710, the infusion was started. Between 1955 and 2000 check cassette alarm is indicated, the infusion is stopped and the device was powered off and on. Between 2006 and 2042, there were 2 start alarms indicated, the device was powered on and off 2 times and a new container is indicated. At 2046, the device was powered off. A review of the history indicates that the device delivered as programmed. (B)(4).